Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test and unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed the motor test. Unable to perform the occlusion and the excessive no delivery test due to prime/fill anomaly. The device had a minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.